Event description:
It was reported that a patient underwent an apical surgery on (B)(6) 2021 and suture was used. During the procedure, the tail of the needle broke off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide product code? Could you please confirm if the patient suffer from any consequence due to the issue (breakage needle)? If yes please explain. Did the tip needle wound found? If yes. Where did the tip needle was found? Did the surgery was prolong due to the issue (breakage needle) or due to searching for the tip needle? If yes. Please provide how many minutes did the surgery was prolonged? Did the needle fall into the patient? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/11/2022. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: confirmed with sales rep, the product code shall be vcp433, lot number shall be rbmmmrd the following information was requested, but unavailable: could you please provide product code ? All answers above are unobtainable. Once there is any update, we will update the information. Could you please confirm if the patient suffer from any consequence due to the issue (breakage needle)? If yes please explain. Did the tip needle wound found? If yes. Where did the tip needle was found? Did the surgery was prolong due to the issue (breakage needle) or due to searching for the tip needle? If yes. Please provide how many minutes did the surgery was prolonged? Did the needle fall into the patient? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Date sent to the FDA: 02/11/2022. Product code updated to vcp433. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. The following additional information was received: confirmed with sales rep, the product code shall be vcp433, lot number shall be rbmmmrd.